Event description:
Event description guidant received information that this patient was experiencing oversensing in the right ventricle. The right ventricular lead was a medtronic lead and it was capped and abandoned surgically. The pacemaker was explanted and another pacemaker and lead were successfully implanted during the procedure. No adverse patient effects were reported.